Event description:
It was reported the pt has been experiencing increased sensitivity and discomfort/pain at the ipg site due to the size of the ipg. As a result, the pt plans to undergo surgical intervention to address the issue (s).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.